Manufacturer narrative:
The peritonitis event occurred on an unspecified date reported as ¿awhile back¿, and was re-diagnosed sometime during the week of (B)(6) 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "ongoing" peritonitis which was manifested by severe abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized initially for this peritonitis event; however, on an unknown date during the week this report was received, the patient was eventually hospitalized for the event. Initially, the patient was treated with intraperitoneal (ip) fortaz (dose, frequency, duration not reported) and ip ancef (dose, frequency, duration not reported) and again on an unknown date during the week this report was received (dose, frequency, duration not reported). On an unknown date, the patient was discharged from the hospital. The patient was retrained on aseptic technique. At the time of this report, the patient was not recovered from this event and was reported to return to the hospital for the peritonitis event. Pd therapy was ongoing. No additional information is available.